Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of colon on an open hemicolectomy, the surgeon was only able to fire half of the reload. It was stated that even after applying force, the device was not moving. The knob was pulled back and another reload was loaded and fired. There was no patient injury.